Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion of trocar in a robotic sleeve gastrectomy, the obturator of the device separated from the upper hub when inserting the trocar. The surgeon used another trocar to resolve the issue. No patient injury.